Event description:
A medtronic rep reported that after taking an o-arm spin during a spinal fusion from s1 - t10 the tools were inaccurate. The frame was attached to s1, the first spin was from s1 to l3 and the second spin was from l4 to t10. Medtronic technical svs rep informed the site that best practice is operating on the level that the frame is attached. The surgeon stated the navlock orange with the awl tip attached was 10 mm inaccurate when touching l2. The passive planar, left tactical probe and all of the instruments were alleged to be 10 mm off. The geometry error of the passive planar was .21 and the small passive frame was .13. The surgeon chose to do another spin and continue the surgery to completion. There was no reported impact to the pt.

Manufacturer narrative:
The sys core files, log files and stealth archive received by MFR for pending software eval.